Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient had rashes surrounding the insertion site possibly caused by sensor and adhesive. The patient went to the department of skin allergy in a hospital for treatment. Blood glucose was not provided at the time of the incident. No product was returned for analysis.